Event description:
The customer contact reported that during testing at the user facility, it was noted that the power supply of the device was burned. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received without the ac power cord. Testing and investigation found that the ac receptacle showed evidence of burning and charring. Additionally, the power supply printed circuit board showed evidence of electrical sparking, burning, and charring. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.